Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 433 mg/dl. The customer had just arrived at the hospital. They brought her blood glucose level down to 95 mg/dl at the hospital. The device was not returned.